Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device did not pass the selftest, shift/system test. There was no pt involvement.